Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation, the battery charger was unable to charge a battery. There was liquid contamination on the battery board. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
During investigation into a battery charger/modem sn (B)(4) for an unrelated problem, a reportable device malfunction was found. The battery charger was unable to charge a battery.